Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on radius, and flat creases. The device was underweight. A microscopic analysis was performed which identified: two striated openings on radius. Based on the device analysis the final assessment is two striated openings on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified, one device appears to have an opening at the back. The explanted side is unlabeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. The device has been explanted.